Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by customer's father that the insulin pump is stuck in button alarm. Customer's father stated they did not push the button for more than three minutes. The customer's father stated he will monitor the insulin pump because he is not sure what the cause is. He will call back if issue continues. The customer's blood glucose was 17.5mmol/l